Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. Due to the limited imaging the type of endoleak was not able to be confirmed. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Limited patient records were available and the device was not returned for evaluation. Potential contributing factors to the reported event include; migration of the implanted device, patient anatomy, antiplatelet therapy, and limited initial overlap of the proximal extension and the main body.

Event description:
Patient is scheduled for a follow up intervention on (B)(6) 2016.